Manufacturer narrative:
(B)94).

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg)meter. The sensor was inserted into the upper buttocks on which is off label usage of the device, (B)(6) 2019. It was reported that the readings between the cgm and bg meter constantly 4-5.5mmol/l higher than the sg values. Patient data was present, however no calibrations to confirm the reported inaccuracy were present within the investigation window. Confirmation of allegation could not be determined. The root cause could not be determined. No injury or medical intervention was reported. There were no reported glucose values available to search within the parkes error grid calculator, however, this record has still been deemed reportable.